Event description:
On (B)(6) 2013 patient stated she had a leak in the system yesterday. Patient reported it was leaking where the infusion set tubing connected to the adapter. Patient stated she felt it was wet. On follow up call on (B)(6) 2013 patient reported her blood glucose readings were in the 300's mg/dl. Patient stated she experienced elevated blood glucose readings before the leak occurred. Patient reported she continues to experience elevated blood glucose levels and was advised by her doctor that her readings will stay elevated until she gets off of medications she's taking. Patient stated the leak was resolved with a new infusion set. Patient reported she boluses for the elevated blood glucose readings; did not require any outside assistance. Patient reported she also had elevated readings prior to beginning pump therapy. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion: the complaint cannot be verified. Result since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. Device was not returned.